Event description:
It was reported that the guidezilla fractured. The 85% vascular occlusion target lesion area was located in the right coronary artery. A 145, 5-in-6. Guidezilla catheter-guide extension was selected for use in a percutaneous coronary intervention. During the procedure, it was noted that the guidezilla was fractured and could not be used. The device was simply pulled out and the procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of a guidezilla guide extension catheter in two pieces. The device was bloody. Analysis of the tip, distal shaft, collar and hypotube included microscopic and visual inspection. Inspection revealed a complete separation at the collar/shaft area, and numerous kinks in the distal shaft that start directly behind the tip. No other damage or defect was observed.

Event description:
It was reported that the guidezilla fractured. The 85% vascular occlusion target lesion area was located in the right coronary artery. A 145, 5-in-6. Guidezilla catheter-guide extension was selected for use in a percutaneous coronary intervention. During the procedure, it was noted that the guidezilla was fractured and could not be used. The device was simply pulled out and the procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.